Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported that patient underwent a left total hip arthroplasty on an unknown date. During post operative monitoring and testing, acetabular osteolysis was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states. "Intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a left total hip arthroplasty on an unknown date. During post operative monitoring and testing, acetabular osteolysis was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. It was reported that patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2006. Additional information provided by the patient during follow up revealed patient experienced scarring on tissue surrounding bone fractured in surgery, causing discomfort and nerve pain down leg, including knee. Additional information provided by clinical study revealed the patient experienced swelling around hip and heterotopic ossification.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01808 and 08708).

Event description:
It was reported that patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, acetabular osteolysis, tissue scarring, swelling, heterotopic ossification, discomfort and nerve pain were noted. Subsequently, patient was revised on (B)(6) 2014.